Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. Product was discarded; therefore no evaluation can be provided.

Event description:
The user facility reported to the b+l sales rep they had issues with the vitrectomy cutter not cutting properly during the procedure. No impact to the patient.